Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead extended on its own while attempting to maneuver the rv lead to the implant site. A new rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was partially extended and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix being clogged with blood/tissue.